Event description:
During a colonoscopy procedure with polypectomy, the physician used a cook endoscopy disposable varices injector. The injector device was advanced through the colonoscope. However, the needle would not extend from the outer sheath. The needle was removed from the endoscope and another needle was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects, due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of needle extension difficulty. A small hole was detected where the needle has penetrated the distal end or outer catheter. The small hole is located in the black section of the catheter near the distal end. Needle penetration of the outer catheter is the most likely cause for the reported needle extension difficulty. The injector handle was returned in the fully advanced position; the injector handle position corresponds to full needle extension. During our laboratory analysis, the injector handle was retracted and the needle was visualized inside the distal end of the outer catheter. The catheter of the injector device was placed in a straight position. When the handle is manipulated, the needle extends and retracts properly. The outer catheter measures within the appropriate manufacturing specifications. A product discrepancy that could have contributed to needle penetration of the outer catheter was not observed during our laboratory analysis. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this information, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the information provided indicated the endoscope was in a torqued position during use. This could have contributed to the reported needle extension difficulty. If excessive pressure was applied to the needle perhaps in response to needle extension difficulty, this could have caused the needle to penetrate the outer catheter. Needle penetration of the outer catheter can occur if needle extension is attempted with the catheter in a coiled or curved position. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that extending the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Prior to destruction, all disposable varices injections are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.